Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 1 month post implant of this 27mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic stenosis. No additional adverse patient effects were reported.